Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported faulty keypad, was confirmed/reproduced during evaluation by troubleshooting the device. Evaluation observed keypad component was not working as intended. The cause was determined to be a keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced faulty keypad. The biomedical engineer stated that the keypad buttons would not type the correct characters. There was no known patient injury or medical intervention associated with this event. No additional information is available.